Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a solyx sling procedure performed on (B) (6) 2010.according to the complainant, two days after the procedure, the patient presented with retention. The patient was, therefore, catheterized and responded well to that treatment. The patient again experienced retention on (B) (6) 2010 and it was reported that there was a possible urinary tract infection. The patient was prescribed cipro for three days. The retention has resolved and the patient's current condition is reported to be "fine".